Manufacturer narrative:
The reported problem was unable to be duplicated by the zoll technical service department. During testing, the discharge buttons on the device external paddles were found to be worn, this could have caused or contributed to the reported malfunction. After replacing the discharge buttons the device met all performance specifications.

Event description:
Complainant alleged that the staff of the iccu department was attempting to defibrillate an elderly female pt in a ventricular fibrillation heart rhythm. The staff charged the device to 200 joules. The defibrillator's ready tone was audible to the staff. The clinician then depressed the discharge buttons on the device paddles, but the device would not discharge. The ready tone was still audible after the clinician had attempted to discharge the device. The clinician then obtained another device to defibrillate the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.